Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the act button was not responsive and they requires to push several times. Customer's blood glucose level was unknown. The customer also reported that insulin pump had received diminished battery life and no insulin delivery alarm and also rejected brand new battery. Insulin pump had scratches on screen. Insulin pump will not be returned for analysis.